Event description:
Information received indicates the bed had no sidecom functions including nurse call.

Manufacturer narrative:
The technician isolated the issue to the composer interface board. The technician replaced the composer interface board to repair the bed.